Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty the articular surface could not be secured onto the tibial plate. Another articular surface was used to complete the procedure without patient consequence.

Manufacturer narrative:
Reported event is confirmed by visual evaluation; returned articular surface exhibits signs of use and the dovetail feature is flared. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.